Event description:
Rep reports that patient sustained an infection with the evd catheter. According to the hospital lab report the culture tested positive for a rare pseudomonas seruginosa. Rep will try and get the lot information as well as the catheter for evaluation.